Event description:
It was reported that during routine follow up, externalized conductors were observed via x-ray. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.